Event description:
It was reported that the facility experienced a catheter stylet break. It did not break with in patient. It was stated there is a concern for a stylet to embolize in patients.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu2457 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refu2457) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a tls 3cg stylet. The first photograph depicted the polyimide region, including the transition and distal tip. The stylet appeared to be intact. Multiple sharp kinks were observed throughout the polyimide region. The second photograph depicted a closer view of the most severe kink. The polyimide tubing appeared to be partially torn at the kink site. Damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire manipulation and insertion of the wire past the tip of the catheter during catheter placement.

Event description:
It was reported that the facility experienced a catheter stylet break. It did not break with in patient. It was stated there is a concern for a stylet to embolize in patients.